Manufacturer narrative:
H10: updated method codes, device codes, and conclusion codes.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Suture tail abrasion may result from trauma to the leaflet because of excess suture tail. This may result in a perforation, damage to the leaflet, which may require its removal. In this case, the valve was explanted due suture tail abrasion, insufficiency, pvl, and dehiscence. This device was not available for return as it was reported to have been discarded. The root cause of the event was likely due to patient related factors and procedure related factors. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported a patient initially implanted with a 27mm inspiris valve for 9 months 28 days, had the device explanted due to suture tail abrasion, insufficiency, pvl, and dehiscence. Per obtained medical records, the perivalvular leak was caused by 3 loose cor-knots in the l coronary annulus. There was also an intralvalvular leak caused by 3 cor-knots that had cause right leaflet perforation and lacerations. A 27mm replacement valve was implanted in the patient. The patient was transferred to the ICU in very critical condition. The patient was discharged home in stable condition on post-operative day six.